Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopically assisted vaginal hysterectomy (lavh), while suturing the vaginal cuff, the needle/suture fell off into the patient cavity. The needle was easily retrieved by the surgeon and completed the case. There was no patient injury.